Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 174 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unable to prime unit during prime/a33 test and motor error during basic occlusion test due to loose/flush drive support disk. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window.